Manufacturer narrative:
Date rec¿d by MFR : 07jun2019, date of report : 24jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the battery installed has a manufacture year of 2015. The customer later determined that the battery installed on the unit was provided to them by one of the facility's other locations and was defective. The customer replaced the battery and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit logged a battery failure error. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit logged an battery failure error. There was no patient involvement.